Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on the report from the clinical specialist. Available information cannot suggest any factors that likely contributed to the event. The physician did not recall any factors that could have contributed to the slda or increase in regurgitation. Evaluation of the available information is unable to identify a potential root cause for this event. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted.

Event description:
Edwards received notification that six days after pascal precision ace procedure in mitral position there was an slda. One device was implanted initially and starting mitral regurgitation (mr) grade was 3, post-procedural was 1 and it went up to grade 4 when the slda was detected. There was no information about the reason behind the mr increase from baseline. The physician mentioned that the device had slipped out but did not mention there was any leaflet or chordae damage. Patient underwent a re-intervention to stabilize first pascal ace. Another pascal ace was implanted, and mr was reduced to grade 1 with a gradient of 3mmhg.